Event description:
A patient reported experiencing profuse sweating and dizziness following insulin intake that was based on a surestep meter reading. In 2001, patient's blood glucose was 20.0mml/l on ss meter at about 07:30am. Based on the meter result, patient took 5u of regular insulin per patient's sliding scale. At around 10:30am, patient started to experience profuse sweating and dizziness. Patient recovered after taking orange juice and a candy bar. Prior to event patient has reported that the ss meter was giving ER 4 messages indicating that that the meter was not functioning within its optimum temperature range of 50-95 degree f (10-35 degree c). No further information has been reported.